Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens was damaged. There was patient contact and the incision was enlarged to remove the lens. A suture was required to close the incision.

Manufacturer narrative:
(B) (4)